Event description:
The consumer states that when she is self-propelling her chair, she has to keep pushing in on the wheel or else it comes off.

Manufacturer narrative:
A follow up will be sent if additional information is provided.